Event description:
It was reported that, during a robotic laparoscopic roux-en-y gastric bypass procedure, surgeon console(sc) dispalyed an error message stating ¿unrecoverable surgeon console error¿ at system start-up and then disappeared on its own, after which sc calibration proceeded without any issue. Once the instruments were inserted into the patient, the instruments remained grayed out and the surgeon was unable to take control of the instruments in teleoperation mode. The surgeon console was restarted to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.